Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.